Manufacturer narrative:
A visual examination found no anomlies to the device or packaging. A lint/fuzz like foreign material was returned in a seperate container. The foreign material was viewed under magnification and appreared to be fibrous (primarily white fibers). The condition of the returned incident device was consistent with the complaint that a lint/fuzz material was identified. During manufacturing, tome devices are 100% inspected for foreign material, the source of this foreign material can't be determined. Therefore, the most probable root cause is undeterminable.a search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation, as the hydratome was being straightened, a fuzz/film could be felt on the outside of the catheter. This fuzz/film has a dust like appearance. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation, as the hydratome was being straightened, a fuzz/film could be felt on the outside of the catheter. This fuzz/film has a dust like appearance. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.